Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
End-user hit the sidewalk as he was coming out of a vehicle and the camber tube bracket broke off.